Event description:
The pt came into the surgeon's office complaining of pelvis pain. The surgeon determined the pt had an infection. The surgeon removed the implants and placed an antibiotic spacer in its place so the infection can heal. A tissue sample was sent for analysis to determine the pathology but the result are not available at this time. On (B)(6) 2014 it was confirmed that "after the culture test, the pathology reported the pt had a staphylococcus infection".